Event description:
Pt was chronically ill for 17 years, since they were a child, and had to discover for self what was making them so ill -mercury from dental amalgams. No one in the medical profession or dental profession told pt mercury was so toxic and that it was in dental fillings and many other products. Pt feels as though they live in a nightmare and what is happening in america is not real. After pt discovered what was slowly killing them, they still had doctors and dentists denying the truth, or simply too lazy to do any research for themselves. In fact 8 years ago vomiting attacks started to occur, pt asked dentist if they were safe, he simply laughed at pt and said 'yes'. Pt feels they could have saved their parent's life and prevented them from suffering further if they only knew sooner. Pt suffered over 40 different symptoms and almost died, everything from anorexia, abdominal cramping, visual problems, irregular heart beat, chronic fatigue syndrome, ataxia, rahses, organ failure, swollen lymph nodes, frequent sore throats, severe aches and pains, tremors, muscle spasms, hair falling out, acne, just to name a few. Ironically after amalgam removal and detoxification most of pt's symptoms are gone. Pt went through years of suffering, wishing for death, lost their job, their spouse, and was ridiculed by family, friends, and doctors. Because of the limited knowledge of mercury by healthcare system, pt does not know what damage to them is permanent. Pt is certain they will never be able to have children. Many medical doctors didn't conduct any diagnostic testing on pt and said that pt was doing this to self, that illness was psychosomatic. Even after discovering for self what was wrong, pt could not find a single healthcare professional that knew how to help them - despite the fact pt had research in their hand and countless books written about mercury poisoning. In fact there is not an accurate biological assessment to indicate mercury load, since mercury is retained in the body organs and tissues. Many doctors also pay attention to studies which claim mercury to be safe in dental amalgams and ignore studies conducted that do not have a political agenda. Often times people poisoned by mercury do not excrete detectable levels of mercury in the blood or urine, the very way doctors test to find the poison. So pt had to do it on their own. Which as you know can be very difficult when you are too sick to work and doctors look at you as if you are stupid. Later, pt learned their parent died from mercury poisoning and suffered entire life from illness related to mercury. Just like pt, parent was never given any answers from medical professionals, or any treatments. Pt feels cheated out of years of their life and out of their parent's life. This has been very hard on pt, since their sibling also passed because of inadequate healthcare system. Pt was labeled as having anorexia nervosa. Pt desperately wanted to eat but after did so they had abdominal cramping and felt like they were going to vomit. Pt also felt like they were going to vomit after simply brushing their teeth - pt was told that this was normal by some people. Pt's parent endured mercury poisoning and died too soon. Parent had many of the symptoms pt had, then they came down with a disease called myasthenia gravis and eventually died of cardiomyopathy - even though a recent EKG indicated normal heart function- both diseases linked to mercury poisoning. Pt finds people everywhere going through the same thing pt went through in mass numbers. Pt does not believe it is coincidence that pt finds so many chronically ill people, some of them young, and they have a mouth full of metal. The child across the street from pt has autism, which has been scientifically proven to be a result of mercury in vaccinations. Some of pt's friends have amalgams and are suicidal. Pt's other parent has been sick their entire life and has chronic fatigue syndrome. Pt's cousin is only 50 and getting alzheimer's disease -connected to dental amalgams, pt has the research to prove it. Pt's cousin had colitis until their amalgams were removed.